Event description:
It was reported that (1) device was used during a diagnostic laparoscopy. It was reported by the rep that the 355sd trocar malfunctioned. The shield did not release. The same device was used to complete the case. There was no consequence to the pt.